Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was motor rate error (mre) in the event history log (ehl). An occlusion test was performed. The mre was reproduced during functional testing. The issue was occurring because the worm coupling did not operate as intended. The problem source of the reported product problem was unknown. A root cause was not established. The motor assembly was replaced to address the reported product issue.

Event description:
It was reported that the medfusion pump produced a motor rate error. No patient injury or complications were reported in relation to this event.